Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the subject experienced abdominal pain and was treated with hydrocodone. On (B)(6) 2016, the subject experienced nausea and was treated with zofran. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block a2: the complete patient identifier is (B)(4). (B)(4). Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, on december 8, 2016, the subject experienced abdominal pain with a relationship to the anterior vaginal compartment. She was treated with hydrocodone and the event resolved on december 29, 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, not related to the device, and not related to the delivery device. On december 9, 2016, the subject experienced nausea and was treated with zofran. The events resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, not pelvic floor related, probably related to the procedure, not related to the device, and not related to the delivery device.